Event description:
A patient having a proximal aortic neck measuring approximately 30 mm in length and slightly torturous had aaa repair in 2007. The neck and both common iliac arteries were long enough to receive the zenith devices. Although the patient had hypertension and previous history of hostile abdomen, no anatomical difficulties or other problems were anticipated. During deployment of the main body, it was noted that the main body was positioned with the proximal gold markers 4mm below the most inferior renal orifice, 2 mm lower than was planned to be deployed. The final angiogram verified the presence of endoleak and the inadequate location of the main body. The endoleak was observed in the vicinity of the right common iliac artery, somewhere above the junction between the main body and the right iliac leg. The physician contemplated that it could be a type I endoleak and placed a body extension. Digital subtraction angiography (dsa) still exhibited the presence of endoleak in the same area. Ballooning of the sealing sites of both iliac legs and the junctions between the main body and both iliac legs resulted in type IV endoleak from all over the main body, which was verified by dsa thereafter. The act was measured at this time was 305 seconds. Two days later, us examination showed no sign of type IV endoleak. The physician suspected that the inadequate deployment of the main body could have been caused during ballooning the main body.

Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. Based upon the information provided, it appears that the difficulties experienced were due to adverse patient anatomy.